Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent an orthopedic procedure, surgeon was plating the third mc hand fracture and broke the heads off of three (3) 1.5mm variable angle locking screws, and one (1) 1.5mm cortex screw. The heads were retrieved but the screw shafts remained in the patient. The surgeon also broke the tip off two (2) 1.1mm drill bits. One (1) was retrieved and a 4mm length piece of the other was left in the patient. The surgeon determined a stable fixation with the screws that were not broken. A circlage wire was placed around the plate both proximally and distally. Fragments generated from the broken screw shafts and a 4mm segment of the drill bit were left in the patient. There was a surgical delay of ten (10) minutes. Procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: 1.5mm va-lck scr slf-tp w t4 stardrive13mm, 1.5mm va-lck scr slf-tp w t4 stardrive12mm, 1.5mm va-lck scr slf-tp w t4 stardrive11mm, 1.5mm crtx scrw slf-tp w t4 stardr rec 11mm, 1.1mm dr bit/stryk j-latch f hl/65mm. This report is for one (1) 1.1mm drill bit/stryker j-latch f/threaded hole/65mm. This is report 1 of 2 for (B)(4).